Event description:
Production of dust and small titanium fragments partially remained adhered to bone surface and soft tissues during the use of the ultrapower. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).